Manufacturer narrative:
Stryker initiated a field action for the reported issue: pfa2020-2310673. It was found that mechanical wear-through of the contact plating resulting from the number of insertion cycles representative of a pre-hospital environment exposes underlying nickel and copper layers. These layers can then form an oxide layer that increases the contact resistance and in turn the electrical impedance of the connector. An electrical impedance that is too high will cause the device to not recognize a patient is connected and give the "connect electrodes" message. Due to this and the age of the device , the customer scrapped the reported device.

Event description:
The customer contacted stryker to report that their device would not recognize the patient. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report that their device would not recognize the patient. There was no report of patient use associated with the reported event.